Event description:
It was reported to an aci sales professional that a male pt underwent a coronary intervention on (B)(6) 2010. A femoral angiogram prior to mynx closure documented peripheral vascular disease (pvd) in the right leg distal to and including the sfa. Following the procedure, the physician trained to the use of the mynx, chose the device for femoral arterial closure. When the physician attempted to pull the balloon out of the advancer tube, he felt resistance. It was reported that he pulled very hard to try and remove the device from the advancer tube and stripped the balloon off of the wire. Hemostasis was achieved with a few minutes of additional pressure held, and the pt was asymptomatic. The physician felt that the balloon most likely remained in the pt, and a runoff was performed post procedure. The runoff showed pvd in the right leg distal and including the sfa. (It is not to be noted, however, that prior to this procedure the pt was already scheduled for peripheral surgery to treat the pvd). The peripheral surgery took place one day post catheterization. The balloon was removed from the cfa during this procedure and the pt tolerated the procedure well. The pt was discharged home 2 days post procedure with no further clinical sequela.

Manufacturer narrative:
The device was returned for investigation, and the reported balloon detachment was confirmed. Based on the info provided and the investigation performed, the cause of the reported balloon detachment could not be conclusively determined. However, the device as received showed evidence of a curled core wire and damage on the distal end of the advancer tube, which indicates a misalignment of the advancer tube in the tissue tract succeeded by an application of force during withdrawal. Per the mynx instructions for use (IFU), "lightly grasp advancer tube at skin with thumb and forefinger, and realign with the tissue tract. Apply light fingertip compression and slowly withdraw balloon catheter through the advancer tube lumen." Hemostasis was achieved and the pt was asymptomatic, however, a runoff procedure was performed post mynx, and the reported balloon material was removed during the previously scheduled procedure to treat the pt's pvd. According to the mynx (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the (IFU). The review of the lhr (lot f1002506) indicated that the mynx device met all established performance specifications upon shipment.